Event description:
Caller reported that the touchscreen of the pump was cracked and shattered, making it illegible and unusable for interaction. There was no information provided regarding any adverse impact on the customer's blood glucose level. Technical support resolved the issue by replacing the pump, and the customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery.